Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received intermittent auto-off alarms. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). There was no reported impact to the customer¿s blood glucose. Tandem technical support reviewed pump data logs and found that the pump functioned as intended, however, the customer maintained the pump did not function as intended. Reportedly the customer reverted to manual injections for insulin therapy.